Event description:
Procedure: urological/gynecological. According to the reporter: the patient underwent a repair procedure and the pt allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries. Add'l info from importer: the pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet received.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report number: 413432 for a "pelvicol". Add'l info from importer report: (B)(6) 2012.